Event description:
Upon revision the patella was found to be worn, and there were also signs of infection.

Manufacturer narrative:
Summary of eval: eval results suggest that the event is not device related.